Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the representative was in the clinic on the day of report, and a nurse reported that she was bringing the patient in on (B)(6) 2018 for a medication change, but when she saw him at his last refill, his logs showed he had incurred a couple of 5-10 minute motor stalls. The nurse did not have a printout or date of last refill. The nurse said the patient was hard of hearing and had not said he had heard a pump alarm. The nurse said he worked in construction and was around a lot of machinery. The patient did not own a computer or ipad and kept his cell phone in his back pocket. There were no environmental/external/patient factors that might have led or contributed to the issue; the representative questioned that a factor was possibly construction machinery causing some possible motor stall. The representative would be seeing the patient on (B)(6) 2018 to interrogate the logs and interview the patient. The issue was not resolved at the time of the report. It was unknown if surgical intervention was planned. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-28, additional information was received from a manufacturer representative (rep). Additional information reported the patient had experienced multiple motor stalls and motor stall recoveries. The rep stated there have been no electromagnetic interference (emi) or magnetic interaction. The rep stated the pump was currently running. There were no reported patient symptoms. The rep called back after talking with the patient and indicated the patient had a wallet with a magnetic clip and they were questioning whether "this in his front pocket over the pump". The patient stated they were working on their dishwasher and bent over and the magnet was strong enough to pull towards the metal on the dishwasher. The rep stated they were going to avoid any exposure to this and they would watch and see if the pump stalled again. The patient had a ptm and was familiar with checking the pump for alarms. The patient would do this periodically.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient kept a wallet with a pretty strong magnetic bill clip in his front right pocket. He was going to remove that and not use it. Logs would be read at his next refill to see if any further stalls occur. He was also taught how to check his ptm if he suspected he was in a stall. No further complications were reported.